Manufacturer narrative:
Evaluation - one used advance 18 low profile balloon catheter returned for investigation. The balloon was ruptured and covered with what appeared to be bio-material. Printing and strain relief are correct, clean and legible; additionally the strain relief is clean and secure. The y-fitting is clean and free of damages. The length of balloon catheter is within specification. No defects were noted. The marker bands are present. Physical and function testing were performed, but were difficult due to possible bio-matter material on the balloon catheter. The catheter balloon was not able to be inflated and the marker bands could not be measured in direct relationship to the balloon, but were noted for being present. Due to the condition of the returned device, we are unable to determine with certainty what led to the confirmed failure. Therefore, a conclusive root cause cannot be determined. A review of the complaint history, device history record, IFU, quality control and visual inspection of the returned device was conducted. No events related to the reported issue were found during a review of related manufacturing or quality records. Review of the associated device history record did not identify non-conformances that may be related to this reported incident. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a changed is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
Additional information received on 01/23/2017 stated that a 7 french sheath was utilized. The wire guide was in place during inflation and removal. The lesion was located in the anterior tibial artery. There was no angulation or calcification of the vessel. There is no information provided that states whether or not the advance 18 lp low profile balloon catheter was allowed to return to ambient pressure once the device was deflated.

Manufacturer narrative:
PMA/510(k) # k130293.(B)(4). Device has been received, evaluation pending.

Event description:
It was reported that the balloon burst at 4 atmospheric pressure. The patient remained unharmed. No additional information at this time.